Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2022 for hypotension and a possible infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, and durations unknown). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patients¿ antibiotics were continued. The pdrn reported the patient's hypotension was the body's response to the peritonitis. Once the patient began antibiotic therapy, the blood pressure normalized. The patient remains hospitalized and is recovering from the events. The patient has become deconditioned while being hospitalized and will require rehabilitation (physical/occupational therapy) before being discharged home. Currently the patient remains hospitalized while awaiting rehabilitation placement. The pdrn attributed causality to poor hand hygiene after utilizing the bathroom. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.